Manufacturer narrative:
The supplier evaluation was received on 07/08/2015, upon investigation, the cups were not found to be misaligned under magnification. On 07/08/2015 the supplier provided the following information. One device from the reported event was returned in a zip-type bag with proof of decontamination. As returned, the device met the requirements of the final quality control checklist. The device opened and closed without friction/resistance in the coiled and extended configurations. Under magnification, the cups are aligned and the needle has no defect. The root cause of the customer experienced issue of "unable to acquire biopsy" was undetermined. No defects were observed for the device, therefore, no corrective action will be implemented. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause.

Manufacturer narrative:
The initial evaluation before sending to the supplier is as follows: during a close visual inspection, the spike seems to look normal. The forcep cups were able to be opened and closed; however, the cups may possibly be misaligned from side to side. The device has been returned to the supplier for further evaluation. A follow up report will be generated once the report is received from the supplier. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time because the investigation is still in process w/our supplier/. Prior to distribution, all captura biopsy forceps w/spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available..

Event description:
During an endoscopy procedure, the physician used a cook captura biopsy forceps with spike. The forceps could not retrieve a biopsy as it seemed like it is not sharp enough. It only yanked on the tissue w/out getting a biopsy [pull tissue/unable to acquire biopsy]. After usage it was only possible to remove the forceps through the working channel with high force. The device was received for evaluation on (B)(6) 2015. Upon examination of the forcep cups, the cups were found to be possibly misaligned from side to side. The device was sent to the supplier for full evaluation. A section of the device did not remain inside the patient's body. The patient did not required any add'l procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.